Event description:
The customer initially reported that the 25g cannula popped off the 3cc syringe when injecting the solution into the eye. The cannula dislocated the lens to the posterior of the eye. The pt did hemorrhage a little during this incident. Additional info received from the customer stated that the surgeon was injecting bss to hydrate the wound at the end of the case and the cannula came disconnected from the syringe. They would like to change the syringe to another one that has a lock. In 2008, the customer reported that the pt was doing well. They stated they would complete the questionnaire.

Manufacturer narrative:
The customer will be provided samples to evaluate as alternative components for their packs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. This report mailed to FDA on: 06/13/2008.